Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 6.7 cm from the distal tip of the catheter. The appearance of the catheter is consistent with a rupture caused by catheter over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter. Eval result: catheter rupture. Reference (B)(4).

Event description:
It was reported the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2010-00111.